Event description:
A customer contacted baxter's technical service center regarding a system error 2240 (air in line) alarm that appeared on the homechoice (hc) display during dwell 1. The technical service representative (tsr) explained the alarm to the home patient's caregiver (cg) and assisted to clear the alarm. The tsr advised the cg to start over again using new supplies. The cg to setup with new supplies. The hc unit was operational. No patient injury or medical intervention was indicated at the time of the initial report.

Event description:
During a follow up phone call by product surveillance to the caregiver (cg) regarding the alarm, it was revealed that the issue was resolved, but the cg did not know what might have caused the alarm. The cg stated that the hp did not have any injury or harm as a result of this incident. The cg also confirmed that there were not any loose connections, disconnections or defects on the supplies. Per cg, the hp is doing fine and continuing therapy without issues. The cg did not know the lot number. No allegations were made against any of the hp's dialysis products. No patient injury or medical intervention was indicated. No further information was provided.

Manufacturer narrative:
(B)(4). This complaint for the se 2240 was not confirmed due to a lack of sample. The lot number is unknown therefore a batch review was not performed. The root cause of the complaint was not determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.